Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. Analysis of the alleged rotapro console and rotapro device were performed by boston scientific engineers at the went onsite to (B)(6) hospital in (B)(6) on (B)(6) 2021. Rotapro console and rotapro 1.5mm advancer were investigated. Inspection of the rotapro advancer revealed a corroded turbine and normal advancer connector. A corroded turbine is normal after saline has dried inside the rotapro advancer after use. The turbine was able to spin by hand after torqueing the turbine to break the corrosion. Using the rotapro console and rotapro advancer involved in the case, the advancer starts up but showed low and erratic speeds on the rotapro console display without audible rotation pitch change. The ends of the fiber optic lines were checked by removing the fiber optic connector from the advancer turbine housing. Dried saline was identified to by attenuating the fiber optic signal. The end of the fiber optic line was cleaned and reseated into the advancer turbine housing and the advancer turned on within expected start up speed. All rotapro advancer buttons work as expected. Deceleration events were simulated by applying pressure to the burr with a wet towel. During these deceleration events, the on/off button worked as expected. The four second on/off button depress where the on/off mode will not change was verified to be operating as expected. The failure mode of the rotapro advancer failing to turn off from an on state was not reproduced. Inspection of the remainder of the device presented no other damage or irregularities. A2: age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck in the lesion and the console failed to deactivate the power. The 90% stenosed target lesion was moderately tortuous and moderately calcified circumflex artery. A 1.50mm rotapro and rotapro console were selected in the for use in the rotablation procedure. The rotapro was prepped and platformed at 160,000rpm outside the patient then advanced over the wire. A pecking motion was used for advancement and rotapro was advanced into the lesion. During procedure, the rotation speed was 160,000rpm, the burr became stuck in the lesion, stalled and the console would not turn off. The physician unplugged the rotapro device from the console, then burr was then the rotawire tip was used to pull the burr out of the lesion. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed successfully with balloons. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck in the lesion and the console failed to deactivate the power. The 90% stenosed target lesion was moderately tortuous and moderately calcified circumflex artery. A 1.50mm rotapro and rotapro console were selected in the for use in the rotablation procedure. The rotapro was prepped and platformed at 160,000rpm outside the patient then advanced over the wire. A pecking motion was used for advancement and rotapro was advanced into the lesion. During procedure, the rotation speed was 160,000rpm, the burr became stuck in the lesion, stalled and the console would not turn off. The physician unplugged the rotapro device from the console, then burr was then the rotawire tip was used to pull the burr out of the lesion. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed successfully with balloons. There were no patient complications reported.